Manufacturer narrative:
The product was discarded and without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(6).(B)(4).

Manufacturer narrative:
The lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The devices were not returned for analysis and a conclusive cause for the clicking of the dcss and the frame loop entanglement. Though clicking occurred, the user was able to advance the capsule at loading and retract the capsule at deployment. It was reported after full deployment a frame loop remained connected to the dcs and during manipulation to release the frame loop the valve moved out of position. Without the procedural imaging or product return a conclusive cause cannot be determined. An entanglement may occur depending on how the anatomy/device line up, how angulated the aortic root is, or how much tension is applied during deployment. It was reported this patient had a vertical annulus which would create a greater angle between the dcs and the valve seated in the annulus at deployment. The valve likely moved out of position due to the valve location and tension in the system. Frame loop entanglement is being investigated through a formal investigation. The rate of entanglements has not increased since the assessment.

Event description:
Medtronic received information that the delivery catheter system (dcs) was clicking during the loading of the transcatheter bioprosthetic valve. During deployment the valve was slowly released and clicking was again noted. After placement, the frame loops did not release properly from the dcs. The specified release manipulation was performed. The valve dislodged during the releasing manipulation and was implanted just above the annulus, despite the fact that there was no more tension on the guide and that the second operator was pushing on the dcs. It was reported that the patient had a vertical annulus (no tortuosity/small vessels) which made it difficult to deliver the valve. A second valve was then selected with no clicking noted during loading of the valve, however there was clicking during delivery which compromised the delivery precision, and the valve was deployed low. Lbbb was observed due to the low deployment. No adverse patient effects were reported. Both dcs's were discarded.